Event description:
It was reported that during an esophagus procedure, after firing, the staples are not formed. The surgeon changed to hand sewing. The patient was fine after the operation. Or time was extended by greater than an hour. There were no reported patient consequences and one device is being returned.